Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 419 mg/dl and customer¿s current blood glucose level was 395 mg/dl. The customer is on the auto mode. The customer also reported that insulin pump had unspecified alarm. The insulin pump will not be returned for analysis.